Event description:
Information was received reporting a catheter replacement. It was reported that the original catheter had broken in multiple places. Representative reported that the patient had alleged serious gastric issues that occurred after the concentration of their medication was changed. A dye study was performed which showed that the catheter had six fractures. Patient believes that the gastric issues they were having are due to the leakage of their medication. The patient's entire system was replaced. MFR 3010079947-2022-00114 was opened to address the pump explant.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device currently has not been returned for additional evaluation and investigation. As additional investigation has not been performed on the device, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, catheter fracture is a known possible risk of use of the device. The alleged events have not been confirmed by a physician. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).